Event description:
Rptr indicated the vns therapy sys magnet output current was set to 0.5 ma, which is not what the physician had programmed the pt's device to. Pt experienced some minor painful shocking sensation when placing the magnet near the generator.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a serious injury.